Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm, no delivery alarm, and blank display. The blood glucose at the time of the incident was 250 mg/dl. The customer declined no delivery troubleshooting, because they were at work. However there was troubleshooting for the motor error. The customer states the pump was not exposed to a high magnetic field and the drive support cap appears intact. The customer states they are able to complete the rewind. The customer states the pump is shutting off and returns when the act button is pressed. The customer states the battery cap is not damaged. The customer was advised to monitor the pump. The device will not be returned for analysis.